Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation of this pacemaker there was an inquiry of the remaining longevity. The previous week the device noted less than half a year remaining. At this follow up the device revealed 1.5 years and then to 2.5 years after a threshold test and voltage change. No adverse patient effects were reported and the clinic noted normal follow ups would continue.